Manufacturer narrative:
Concomitant medical products: product ID 97740, serial# (B)(4), product type: programmer, patient. Product ID 977a275, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID 977a275, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
It was reported that the patient felt stimulation intermittently, and it seemed liked her implantable neurostimulator (ins) was turning on and off. When she got up to walk it was on and then it turned off before she sat down. She was sitting and did not feel anything. It was noted that the ins was set up to turn off automatically when she went to bed. She was in a lot of pain and she was advised to notify her healthcare provider (hcp). Intermittent stimulation occurred in (B)(6) 2015 and in (B)(6) 2015 her pain returned. It was also noted that there was a problem with the patient programmer (pp). The patient charged her ins because it was almost dead but she did not know how to charge her pp. The patient was informed that the pp ran on aaa alkaline batteries. The pp did not power on and nothing came up on the screen. The patient did not have new batteries and she was advised to contact the manufacturer if the issue was not resolved. It was noted the patient came from the hospital a week ago. The reason for the hospitalization was related to her heart disease. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received reported that the patient received assistance from her doctor or manufacturing representative (rep) on (B)(6) and her concerns were resolved. The patient was very happy with her device and had no pain.